Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to as follows, damage to the camera head or cable of the subject device caused water to enter from the damaged part, resulting in a short circuit in the electrical circuit. This prevented communication between the video processor and the subject device, and this phenomenon is presumed to have occurred. I checked the product shipment record, but there was no problem with the equipment. The damage to the camera head or cable is thought to be due to the user's handling.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed and an error code was displayed. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.